Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Unit received inoperable due to "door not fully latched" messages caused by loose link screws (upper and lower). The "door not fully latched" messages correspond to the reported symptom of "constantly stating to load tubing into guide pt#2" and have the same cause. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a pump experienced "door not fully latched" messages. It was also reported that there was no patient involvement.